Event description:
It was reported that during the procedure, during use of an unknown device, a perforation occurred in the right coronary artery (rca). Four graftmaster covered stents were deployed to help cover the perforation. However, the perforation was too extensive and the graftmaster stents did not seal the perforation. The fifth stent could not be deployed because the patient was being pushed to the operating room for coronary bypass graft (CABG) surgery to treat the perforated rca. The patient survived the CABG surgery and is still in the hospital. Though requested, no additional event or patient information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. A follow-up report will be submitted with all additional relevant information. The three other graftmasters (12747-12, 585383), (12745-16, 521981) and (12746-12, 513604) referenced are being reported under separate medwatch report numbers.